Event description:
The customer reported that while the central stations was in use monitoring patients along with ambulatory transmitters at the bedsides, the central display went to a blue screen. No patient injury was reported.

Manufacturer narrative:
The company representative rebooted the system. He cleared the error logs. The unit was tested to factory specification. It functioned normally and was returned to use.